Event description:
It was reported that the day after implant, the right atrial (ra) lead had dislodged and noted to be ventricular safety pacing. The atrial lead was sensing r waves and the pacing demonstrated right ventricle capture. The atrial lead was repositioned in the right atrium. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.